Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the seat post broke at the adjustment hole where the bolt attaches to the base.